Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a loss of pacing and sensing while being used on a patient. Once the pacing stopped for several seconds the patient experienced syncope. A different pacing device was used to provide the patient with pacing. The epg was returned for service. No further patient complications were noted.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported loss of pacing and sensing; the cable that was returned with the epg was out of electrical specification. The epg passed all incoming tests and inspections with no anomalies discovered. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.